Event description:
The customer reported the ventilator remote alarm port wasn't functioning. The customer reported the ventilator was not in use on a patient therefore there was no patient involvement or harm. The ventilator is equipped with a remote alarm port allowing ventilator alarm conditions to be sounded at remote locations away from the ventilator. Failure of the remote alarm connector as reported may result in no signal to the remote alarm station when the ventilator alarms during use in normal ventilation mode. The manufacturers field service engineer was able to duplicate the complaint. The service engineer reported the remote alarm failed during testing. The service engineer replaced the main pcb board to correct the reported problem. Applicable final testing was completed per operating specifications.